Event description:
Patient revised on (B)(6) 2020 due to glenosphere disassociation. Primary surgery occurred (B)(6) 2018. During the revision, surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+3 humeral cup, and replaced them with new implants of the same size.